Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing.

Manufacturer narrative:
(B)(4) analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported the patient had pain and underdose symptoms. Pump logs indicated "stop motor". The logs showed multiple motor stalls ((B)(4) 2015 21:36; (B)(6) 2015 16:15; (B)(6) 2015 02:48), recoveries ((B)(6) 2015 07:17; (B)(6) 2015 18:45; (B)(6) 2015 19:28; (B)(6) 2015 12:15) and "stopped pump period may exceed tube set" messages ((B)(6) 2015 16:15; (B)(6) 2015 02:48). It was originally reported the stalls were due to electromagnetic interference (emi) but, additional clarification reported the "problem did not occur after an emi." The pump was replaced an 2015-03-23 (approximate explant date). The patient was listed as "alive - no injury" and was "fine" after replacement. The pump was used to deliver paladone.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.